Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (disease progression; distal neck dilatation).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately seven months ago. Vessel morphology at the time of implant was not reported. The pt was treated for an unk sized thoracic aneurysm. The pt presented with abdominal pain. It was reported a recent CT demonstrated that there was disease progression resulting in dilatation of the distal thoracic aorta and a distal type I endoleak. The pt was treated with two thoracic stent grafts and the endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.